Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative replaced the timing belt, a spring, the sample cover, and the printed circuit board assembly. He performed 6-month maintenance and replaced parts in the kit, then performed checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+ss test system and elecsys estradiol iii assay results for 1 patient on a cobas e 411 analyzer (disk system). The initial estradiol result was 5.00 pg/ml with a data flag. The repeated result was 513.1 pg/ml. The initial hcg+ss result was 0.744 miu/ml with a data flag. The repeated result was 198.6 miu/ml. The sample was repeated because the results did not match the patient's clinical history, and data flags were present. The repeated results were believed to be correct.